Event description:
The dealer reported that tech tried to get a patient image which was taken by mobile x-ray system with cannon cxdi-70. However, there was a failure to load the image resulting in getting a blank image. The patient had the image retaken by another system.

Manufacturer narrative:
Device was not returned to manufacture. Image and log file were sent to the component manufacture (canon inc.). The x-ray mobile system is consist of flat panel digital radiography unit canon cxdi-70c. That was a same error which the component manufacture (canon inc.) Have experienced and analyzed in the past. This error caused by the timing at which connecting or disconnecting with memory is processed when exposures are taken and the timing at which the preview image are stored. It was resulted in failure to store raw images. The fes was advised to turn the sharpness setting of and to upgrade the software to ne v1.40.3 or v2.02. The ne software will be upgraded to ne v1.40.3 or 2.02. Soon. Those versions resolve the issue of the intermittent blank images with sharpness on in the protocol. We follow the above recommendation by the component. (B)(4).